Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with unknown saline breast prostheses. The right breast prosthesis was determined to have deflated. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 7/27/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date fields has been updated. Device investigation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. Product evaluation discovered a rent measuring approximately < 0.1 cm on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/2/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/2/2018, mentor also became aware of the concomitant product: unknown saline implants, lot number: 73465. In addition, as the result of the right breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel catalog #3503504bc lot #7544576 sn #(B)(4) and mentor memorygel breast implant 350cc gel catalog #3503504bc lot #7544576 sn #(B)(4). Manufacturer¿s reference number: (B)(4).